Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2012 and suture was used. The needle deswaged during routine use. Another like device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The loose detached needle and the detached suture attachment tip were examined and found that needle was swaged with incorrect rotation also it shows heavy swage compression, suture remnant was found in barrel indicating clip-off. Detached suture attachment tip was found to have inner barrel clip-off due to excess pressure at swaging.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.